Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): missing bolus records. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2016 with the following findings: . Unable to duplicate the complaint. Np defect found. Pump powers on with vibratory and audible features. Ezprime sequence was successfully completed. Executed a 1.0u/hr basal program for 24hrs, no alarms were recorded during this time. Manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.